Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error caused or contributed to the reported bg event, as it was indicated that cold insulin was used. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a reserved sample from the same lot number b201705 was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. A force test was performed with no failures noted. A fill test was completed with no air bubbles noted inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient experienced a high blood glucose (bg) around 300mg/dl and experienced a low bg in the range of 60 to 70 mg/dl. She stated that she can tell when the patient's bg is elevating because the patient would become more emotional and crabby. She also stated that she can tell the patient's bg becomes low because the patient becomes hungry. The patient reportedly had no medical intervention. The patient was reportedly treated via the pump when the patient experienced the reported high bg and was reportedly treated via glucose tablets when the patient experienced the reported low bgs. There were reportedly no other signs or symptoms of hyperglycemia or hypoglycemia indicated. Cold insulin was reportedly used; air bubbles in cartridge and tubing were noted for two weeks and the reporter stated that now air bubbles are noted at the back end of the cartridge. The reporter admitted that the low bg may have been caused by overcorrection for the elevated bg after removing air bubbles from the cartridge. Customer support (cs) advised that cold insulin can cause air bubbles to form over time and had instructed the reporter to let the cartridge sit out at room temperature for 2 hours prior to filling with insulin. The reporter confirmed that she had the proper technique as far as preventing air bubbles and securing the needle to the cartridge prior to filling with insulin. Customer support (cs) also advised to meet with the diabetes educator to review the proper technique for preventing air bubbles. User error caused or contributed to the reported high bg as well as to the reported low bg due the use of cold insulin and overcorrection. This is being reported due to the allegation that the patient was experiencing high and low bgs will using insulin pump therapy.